Event description:
It was reported that the customer was having high blood glucose levels, and had been hospitalized from (B)(6) 2013. The reported blood glucose reading at the time of the call was 264 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. The caller stated that the insulin pump gave a motor error alarm during one of the high pressure tests. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion or excessive no delivery tests due to the prime anomaly. The insulin pump had a scratched lcd window.